Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid incomplete bolus alert due to navigating to the bolus screen without successfully exiting the screen. Due to misunderstanding of the alert, the customer accidentally delivered a second bolus request, and experienced an unknown low blood glucose level. Juice was consumed to treat the low bg level. Tandem technical support educated the customer regarding the alert.